Manufacturer narrative:
The device was not returned for evaluation. It was reported that the patient's cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pod was not sticking well to the patient's skin and reportedly came loose, causing the cannula to dislodge from the infusion site. Manual injections were used to treat the patient's elevated bg levels with success.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defects or deficiencies were found that would result in the cannula dislodging from the insertion site, or the pump failing to deliver insulin. The device had the adhesive pad completely attached with no insufficient weld spots. Residual adhesion was felt when peeling the adhesive pad apart from itself. It could not be determined what would have caused the cannula to dislodge from the insertion site, and therefore, this complaint could not be confirmed.